Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that there was a camera bump fault. The camera was replaced. The replaced camera was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that while the surgeon was attempting to register the patient the camera's amber light was flashing. The site proceeded with a portable navigation unit. There was no patient impact reported and the delay in surgery was 30 minutes. Surgery proceeded as planned.

Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. Correction: the light flashing issue was discovered prior to a patient being present. The positioning sensor unit (psu) camera was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. The amber fault light was flashing when the psu was connected to a known good system. A check of the event log indicated low battery voltage for the laser light and for the bump detector. Also, the psu failed an aak test at 0.45 mm with a passing threshold of 0.35 mm. The hardware investigation found that reported event was related to an electrical failure mode. Root cause was the laser battery was dead with a system fault code. This issue was documented in a medtronic navigation hardware anomaly tracking database.